Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has not been working last night and she woke up this morning with a blood glucose level of 444 mg/dl. Customer stated that she tried to treat with the pump but the pump alarmed motor alarm. Customer is now stuck on fill tubing and is empty. Customer was trying to bolus prior to alarm. Customer treated with a manual injection. Customer stated that she had a MRI about 4 weeks ago and she is not sure if she disconnected from the pump or not. Customer was able to rewind and found that she had 2 motor error alarms within the last 30 days in the alarm history. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. In a previous call, customer's blood glucose was 419 mg/dl at the time and she tried to bolus but got a motor error alarm. Customer was able to rewind and the pump passed the displacement test.